Event description:
I have mentor silicone implants. They now have ruptured with no fault of my own, no trauma, only annual mammogram. I was told by dr (B)(6) completely, no risks. No replacements needed. He also stated that I continue with annual mammogram. I wasn't given any info, the product number, date of manufacture. Contacted mentor, they totally ignored me. Why are you protecting them? Https://www.FDA.gov/news-events/press-announcements/FDA-issues-warning-letters-two-breast-implant-manufacturers-failure-comply-post-approval-study?fbclid=lwar0ctb5xvi6dkxtaiwvokqwwtt_pknqwq9jgtqdz8bvis8. You are making women sick, they are making women sick. We were never told the truth. Last 3d mammography and 3d ultrasound revealed leakage and rupture; 3d ultrasound by (B)(6) medical. What do I do now, mentor own by johnson & johnson is ignoring me. My dr retired is ignoring me. Do not ignore me, please, women are sick like me. FDA safety report ID# (B)(4).